Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Information from the complaint reporter states surgeon reports, younger male rheumatoid in 50s and I think has been at gym etc. Per the device IFU, the patient having rheumatoid arthritis is a contraindication for this implant as well as failure to follow daily precautions that could impact the lifetime of the implant by engaging in gym related activities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the patient would require a revision surgery for failure of elbow locking mechanism. The planned date of revision was (B)(6) 2025. As no further information could be obtained, the revision surgery has been captured as it was planned.

Event description:
It was reported that, the patient would require a revision surgery for failure of elbow locking mechanism. The planned date of revision was (B)(6) 2025. As no further information could be obtained, the revision surgery has been captured as it was planned.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.